Event description:
Reporter stated the patient was hospitalized on (B)(6) 2013 due to hyperglycemia. The patient was transported to the hospital by ambulance, and her blood glucose level was 714 mg/dl and ph level was 6.8. She had smelled insulin and her clothes were moist. She was taken off the infusion device and treated with an insulin infusion. Her physician would like to know if the infusion device is delivering insulin correctly and if the cartridge and infusion set are working properly. The alleged products were requested for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).